Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns; guide cath: launcher 6f jr4. Balloon material rupture can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, return of the sds may have aided the investigation in determining a cause for the reported complaint. However, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. The lesion was also reported as moderately calcified and 90% stenosed, which may have contributed to the difficulties experienced. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the calcified lesion, such that the balloon ruptured upon the inflation attempt, thereby contributing to the reported difficulty to deploy the stent. The additional therapy/non-surgical treatment appears to be a secondary effect of the reported difficulties as a balloon catheter was required to further dilate the stent. In this instance, based on the information received with this complaint, the difficulty to deploy the stent appears to be related to the reported balloon rupture. However, without the product to examine, a definitive cause for the rupture cannot be determined. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot. All stent delivery systems are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that during a procedure of the moderately calcified, eccentric, de novo, 90% stenosed right coronary artery lesion with target vessel diameter of 4.0 mm and the target vessel length of 8 mm, the physician pre-dilated with a 2.5 x 10 mm non-abbott balloon at the lesion. A 4.0 x 8 mm vision stent was advanced and deployed in the target lesion; however, the balloon ruptured during inflation at 9 atmosphere (atm) after 20 seconds. It was noted that the physician felt the stent had not been adequately expanded. A 3.5 x 10 non-abbott balloon catheter was used to post dilate the stent. There was no reported adverse patient effects. No additional information was provided.